Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported 1 event of false positive reaction that was obtained with one opened set of the ortho anti-m antiserum lot# mm585a exp 12.06.2017 in use since 09.14.16 when doing a phenotype for m antigen testing in a patient who had a confirmed anti-m antibody. Antibody workup was done first using the 0.8% resolve panel c and the patient was confirmed to have an anti-m antibody. Following customer policies they always have to confirm the m antigen phenotype of the patient. Customer was expecting to be negative m antigen. Customer ran a m antigen phenotype testing on the rbc's of the patient with the ortho anti-m antiserum lot#mm585a exp 06.12.2017 and the result was unexpected positive. Issue started on: (B)(6) 2017 but reported 02.03.2017, frequency: 1x, methodology used: tube, incubation time (for manual test only): 30 min, reaction grade obtained: 1+ positive, customer was expecting: negative. Test repeated: yes, reaction grade obtained: negative. Associated reagent: rbc type: 0.8% resolve panel c, visual appearance before use: acceptable, reagent red blood cell storage and handling: as per IFU. Customer reported they repeat testing using another manufacturer's anti-m and the result was expected negative. Customer ran positive and negative controls with another manufacturer's panel the results were as expected with another manufacturer's antiserum. Customer took the ortho anti-m antiserum out of service and requesting replacement of the product. Customer unable to confirm if controls were run the day of testing with the ortho anti-m antiserum. Ortho care tss ask customer if the patient sample is still available. Customer reported the patient was discharged. Ortho care tss ask customer about antiserum appearance, customer reported it was ok and acceptable and the day that the reagent was opened the qc passed. Customer thinks the antiserum could be contaminated, the reagent was stored in accordance of IFU. One set of 715850 anti-m antiserum lot#mm589a was sent as replacement for delivery tomorrow